Event description:
Event description boston scientific received information that during the implant procedure this ventriular lead perforated the ventricle. Additionally, the patient had a run of ventricular tachycardia during the procedure. A revision procedure was performed the next day and the lead was repositioned with normal measurements.